Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery is not holding a charge. The pump was switched out quickly while in use on the patient due to the battery not holding charge. There were no patient complications reported.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "battery is not holding a charge" was confirmed by a complaint investigation of the returned sample. The c ustomer returned a battery (part number: 4000-9022-001) for investigation. Visual inspection of the battery was performed (inp-3 through inp-8) and no abnormality was noted. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.1 volts (anp-2). The iabp gave a proper alarm when disconnected from the ac power (anp-3, anp-4). Pumping was initiated. The iabp alarmed the "less than 20 minutes remaining" approximately 1 minute when running on battery power (anp-5), "less than 10 minutes remaining" at 20 minutes (anp-6), and the iabp shut off at approximately 21 minutes, after the alarm "less than 5 minutes remaining". Additionally, as per the operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac3 iabp must be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. However, the received product did not meet test specifications during the complaint investigation due to the short battery run time. A definitive root cause could not be determined but a potential cause of the short battery life is a result of improper battery maintenance. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that the battery is not holding a charge. The pump was switched out quickly while in use on the patient due to the battery not holding charge. There were no patient complications reported.